Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corner, a cracked reservoir tube lip and a scratched reservoir tube window.

Event description:
It was reported by the customer that the insulin pump's display screen was scratched. Advised customer replacement battery cap will be sent and to monitor device. Customer's blood glucose level was 140 mg/dl at time of reporting. Nothing further reported.